Manufacturer narrative:
Product will not be returned to zimmer biomet for investigation, as it remains implanted. DHR was reviewed and no discrepancies were found. Investigator has reported this event as severe and possibly device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
Patient presented with stiffness 3 months post operation. He received glenohumeral corticosteroid injects on (B)(6) 2019. Investigators listed this event as severe and possibly device related.